Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recp1634 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient from hematology department had a PICC inserted from the left cephalic veinon (B)(6) 2018. At 8:40 am, on (B)(6) 2019, nurse found during routine catheter flushing that fluid leakage from the catheter and reported to head nurse immediately. The catheter was removed and it was found that it ruptured at scale 45cm.